Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right atrial (ra) lead exhibited chronically high thresholds, since, "right after," implant. The ra lead remains in use. No patient complications have been reported as a result of this event.